Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507645 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient had syncope during arrhythmia episodes which the device detected and treated appropriately as programmed. It was noted that the patient received eight shocks, and two of the shocks were originally aborted and then delivered. Also, it was indicated that the detection zones during the episodes included a ventricular tachycardia (vt) monitor zone and there were some intervals which reset the arrhythmia count. Since the patient was symptomatic, reprogramming was going to be done to ensure there was no delay in therapy due to the arrhythmia count resetting. The device is still in use. No further patient complications have been reported as a result of this event.